Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full report will be provided.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer had an issue with an enteral feeding pump. The customer reports that the feedings start at 2pm, should go until 10 amd the next day, or until the total volume is given. The issue is that they are shutting off well before 10am and saying the total volume has been met.

Manufacturer narrative:
An investigation of product kangaroo epump for the reported condition was performed. The customer reported that the unit is scheduled to start feeding at 2pm and should feed until 10 am the following day or until the total scheduled is given. The unit shuts off well before 10 am saying that the volume has been met. The unit was fully evaluated; unit passed all accuracy testing, therefore, the reported condition cannot be confirmed. Potential root causes could include and old or over-stretched tubing set, a recent change in formula, or perhaps the temperature of the formula itself. Product kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.